Manufacturer narrative:
No device malfunction has been observed at this time and the device does not contain cobalt. A causal relation between the device and observed patient impact cannot be definitively established at this time. No further details have been provided to date. Additional information, including x-rays and treatment plans, has been requested. No reported signs of patient harm outside of the bone marrow edema and impending revision surgery. A third party surgeon has been consulted for evaluation. No patient details have been made available at this time. The root cause cannot be determined with the current information.

Event description:
Bone marrow edema after acis proti cage implantation; questionable allergic reaction (cobalt - not confirmed). Patient will be re-operated on in the nearer future, but no date provided, to remove both cages and replace with autograft, iliac crest, and anterior cervical plate.